Event description:
During insertion of a mft non-locking screw, the threads of the screw peeled off the screw shaft. It was reported that the surgeon did not use a drill guide to insert this screw. The rep reports that the thread fragment came off in one piece, was removed from the pt, and discarded and that there was no evidence of any fragments left in the pt. The surgeon has since seen the pt for routine follow-up and reports that the pt is "doing great."

Manufacturer narrative:
The device is not available for evaluation. No additional adverse consequences have been reported from this event. The description of the incident is consistent with mechanical damage of the screw thread crests caused by contact with the plate. The drill guide in the set is designed to help center the pilot hole in the plate hole. Since the drill guide was not used the pilot hole may have been off center in the hole causing the screw threads to contact the plate as the screw was inserted.